Event description:
It was reported that this implantable lead was explanted due to unknown product performance issues. This lead was successfully replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).